Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hal nephrectomy, the clips scissored. Case completed with another device of the same product code. No patient consequences.